Event description:
Two (2) days post cryo ablation procedure of the left kidney the catheter stretched and broke inside the incision during its removal. The doctor chose to leave the remaining segment in place and not remove it. The remaining segment, according to the doctor, is approximately five (5) inches long. The patient is doing fine and was discharged on the same day that the breakage occurred; the patient has had no further complications.